Manufacturer narrative:
Analysis confirmed normal battery depletion.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that during a routine device changeout, the pulse generator exhibited a loss of output. The device was exposed to minimal electrocautery. The procedure was completed. The device was explanted and replaced.